Manufacturer narrative:
Lot review: a lot review of 3311260 showed that (B)(4) units were manufactured, tested, inspected, and released in september 2016 citing no exception documents.

Event description:
(B)(4) received reporting multiple issues (attachment; leakage) with use of ch2000s-c & unspecified IV tubing. The (B)(6) event was reported as follows "..rn entered room when notified that the spiros cap had become disconnected from the continuous ara-c tubing. Drops of chemo were noted to be on floor and on the play mat. Chemo spill kit used for detainment/cleaning ... House housekeeping was notified. New tubing and new bag hung." There were no reported patient injuries, adverse consequences.